Event description:
Customer reported he experienced low blood glucose. Customer stated that he has had issued with sensor reading discrepancies of 100 points of difference. Customer stated that his sensor was reading over 200 mg/dl so he treated with a bolus base on that and then noticed that his blood glucose was 48 mg/dl. Customer was able to compensate the bolus and treat with food. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.